Manufacturer narrative:
Hydraulic sub-assembly.

Event description:
It was reported by service report that there was a loose non-locking manual release valve causing the hydraulic sub-assembly to leak. No pt involvement or adverse consequences are reported.